Event description:
A bd insyte autoguard shielded IV catheter was pulled for patient use. Even before the packaging was opened a black mold-like substance was noted around the needle tip. The package was left intact and the IV catheter was pulled from use. It never reached a patient. Manufacturer response for catheter,intravascular,therapeutic,short-term less than 30 days, bd insyte autoguard (per site reporter). All IV catheters from this manufacturer with this lot number were pulled from service. The company reps were informed of the event. Awaiting their response on next steps.